Event description:
On (B)(6) 2010, pt reported having continuing issues with elevated blood glucose levels. Pt stated her blood glucose got a little better but within the last 3-4 weeks, it has been out of control. Pt reported her blood glucose level has been up in the 400's mg/dl. Pt's normal blood glucose range is around 150 mg/dl. Pt stated she has been treating herself with insulin injections and this is the only thing that will lower her blood glucose. Pt reported she has disconnected the infusion tubing and attempted to bolus; the tubing and infusion device are delivering a bolus, but the infusion device is not delivering her hourly basal rates. Pt stated she has taken the infusion device off and listened and watched. Pt reported the infusion device wasn't making the noise it usually makes every 3 minutes to deliver any boluses. Pt reported she feels she has not been getting the boluses and this is why her blood glucose level has been elevated. Pt stated the infusion tubing is usually changed weekly but she has been changing it often trying to lower her blood glucose readings. Pt reported the infusion adapter hasn't been changed since (B)(6) and she doesn't usually change it every 10 cartridge changes. Advised pt it is very important to do this. Pt stated she will disconnect and bolus; insulin will emerge. Advised pt to try her back up infusion device; pt stated she has lost the backup infusion device. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.